Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and left flank pain. The cause of the peritonitis was not reported. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, routes and durations were not reported). It was not reported if the patient was hospitalized for the event. At the time of this report, the patient was not recovered and physioneal/extraneal therapies were ongoing. No additional information is available.